Event description:
It was reported that the patient noticed some beeping from their device. It was found that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also found that the right ventricular lead had an apparent lead fracture. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high volt portion of the right ventricular lead remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 694758 lead, implanted: (B)(6) 2010; 5076 lead, implanted: (B)(6) 2010. (B)(4).